Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: samples/ photos: samples or photos have not received for analysis of the incident in question. DHR review: the assembly lot: 7053949 and 6361905 used in the claimed final product lot: 7117909 of saft-ez-set 21g was analyzed for the "leakage" and no records were evidenced that could lead to the incident in question. Qn/ ncmr review: no records of qn/ ncmr were evidenced for the defect related to this complaint for the assembly lots: 7053949 e 6361905 for the claimed final product lot 7117909. Not confirmed: bd was unable to confirm/ reproduce the incident in question. Investigation comment: as no samples or photos containing the claimed sample were received and as no records of the incident were evidenced, the complaint was not confirmed. Based on the investigation, it was not possible to attribute a root cause to the incident in question, due to lack of samples and of objective evidences that could lead to this complaint. Based on a severity assessment and occurrence, it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.

Event description:
It was reported that leakage occurred with the bd saf-t e-z set¿. There was no report of injury or medical intervention.